Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of 187mg/dl on the contour next, re-tested on a contour and the reading was 81mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer

Manufacturer narrative:
Test strips were returned for evaluation that were not indicated in the initial report. (B)(4).